Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp secondary medication set was not infusing. This was noted during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.